Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supple to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported error could not be reproduced during testing, but the errors were confirmed in the error logs. The unit is in a good physical condition. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, a nurse called in to report that the system triggered a non-recoverable fault. Live logs were showing error 86 pointing to a power supply. Technical support engineer (tse) guided the nurse to restart the system which cleared the error, and informed her that they can attempt to proceed, although the error was susceptible to return. Surgeon decided not to proceed in this state and converted to a laparoscopic surgery. There was no injury to the patient.